Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of system error 322 through the history log, but could not reproduce it during evaluation. The device was operating out of specification with respect to the reported symptom. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.